Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, damaged connector, fluid loculated around valve stem, and over-pressurization; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while flushing the port from lower hub, the blue attached hub began to leak a small amount.